Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on posterior side assessed, as a unidentified (tear) opening (shell thickness was within specification). Additional observations: non-penetrating nicks observed, wear abrasion observed. White particles observed, on inner of surface of the shell.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.